Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast mass, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with mentor memorygel, 325cc silicone breast implant on the right side, and unknown gel implant on the left side which patient began feeling muscle fatigue, restless legs, rash, a small marble type lump appeared on her chest on right side, the lump has moved from upper chest area to implant area. She is in constant pain after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.